Event description:
It was reported that (1) device was used during a hemorrhoidectomy. It was reported by the affiliate that the pph01 instrument did not staple, but did cut. Sutures were used to complete the case.